Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment, that this implantable cardioverter defibrillator device exhibited high, out of range pacing impedance (greater than 3,000 ohms). It was suspected that the right ventricular lead could be fractured. The device remains implanted. No adverse patient effects were reported.